Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line and cosmetic issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2432-0007 and lot# 24036190 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: texas children¿s hospital is still experiencing this issue and has pulled this set from use. I hope this email finds you well. Sorry for the intrusion, but we just received concerns from our dialysis team that the following tubing, which does have a filter, is pulling in the air in line with noted discoloration of the filter. The team has used several of the tubing with the same results. They have provided the ref and lot numbers, pictures, and a video for your convenience. Once you have reviewed the content, could you provide a sub while we review our inventory